Event description:
It was reported that a patient had multiple devices implanted because she kept getting infections. Once the patient¿s device was moved and she was given a new device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Reports #3004209178-2008-04495 and #3004209178-2015-00524 for information regarding infections the patient had with previous devices. The timeline of the infections was unclear and it was unclear when the device was moved or with which device this occurred.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v436019, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).